Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary

Event description:
It was reported that patient under went a revision surgery for an inflatable penile prosthesis (ipp). Fluid leak in reservoir. Replaced reservoir only. No information about the patient outcome is available at the moment. Additional information was received. Reservoir exhibited fluid leak due to visible hole.

Event description:
It was reported that patient under went a revision surgery for an inflatable penile prosthesis (ipp). Fluid leak in reservoir. Replaced reservoir only. No information about the patient outcome is available at the moment. Additional information was received. Reservoir exhibited fluid leak due to visible hole.